Event description:
It was reported that the patient presented in clinic on (B)(6) 2013. The pulse generator exhibited backup vvi operation. On (B)(6) 2013 a device software download was performed and normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.